Event description:
Boston scientific received information that this right ventricular (rv) lead and a competitor device displayed high out of range shock impedance measurement. The rv lead was surgically abandoned and the competitor device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.